Manufacturer narrative:
Gtin: unk. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Rep reported that she was in a meeting on (B)(6) with a couple of physicians that have just switched over to our ICU products recently. When scheduling the meeting their np mentioned that they had some questions related to csf leakage around the ventricular catheter. It was either a evd catheter or the combination ventric/microsensor catheter. There was a small amount of csf leakage. The account is (B)(6).